Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. The device's on/off button was functional, but none of the other buttons was responsive. The speed dial knob would scroll through the menu's but would not respond when it was pushed to make a selection. Physio-control replaced the device's interface pcb assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control customer to report that the keypads on their device were difficult to operate. Later the customer also reported that the device's keypads and buttons had not responded when the device was used on a patient in cardiac arrest. A backup device had been used to resuscitate the patient. According to the customer this did not delay treatment of the patient as the backup device was available immediately. There was patient use associated with the reported event however, there was no adverse patient outcome.

Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly and determined that the cause of the reported issue was due to thermal damage of an integrated circuit (ic) chip, designator u5 on the interface pcb assembly.